Manufacturer narrative:
The relevant retention test strips (lot 233085) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable.

Manufacturer narrative:
Na.

Event description:
The caller reported that the result of >8.0 inr was obtained on the patient with a coaguchek xs meter (serial number (B)(4)) compared to the result of 4.4 inr on the second coaguchek xs meter (serial number (B)(4)). The meter results were from separate finger sticks. A lab test drawn was 3.9 inr, however it is not known if the reagent used was dade innovin. The patient did not receive any treatment. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. There was no special or unusual diet reported. The patient's therapeutic range is 2.0-3.0 inr. The customer is stable. There was no adverse event. The suspect product was requested to be returned and replacement product was sent. This medwatch is for the result on the coaguchek xs meter with the serial number (B)(4). Please see the medwatch with identifier pt-(B)(6) for the medwatch for the result taken on the coaguchek xs meter with the serial number (B)(4).